Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4, enlarged atrium, and aortic hugger. A mitraclip was inserted and deployed on the mitral valve. A second mitraclip was inserted and advanced to the mitral valve. However, the clip became caught in chordae. While attempting to remove the second clip from chordae, force was exerted on the leaflets, causing the first clip to detach from the posterior leaflet and remain attached to the anterior leaflet (single leaflet device attachment/slda). The procedure was completed with two clips implanted, reducing the mr to a grade of 3-4. There was no clinically significant delay in the procedure.

Manufacturer narrative:
H6 medical device problem codes 1528 was removed. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported difficult positioning in anatomy was due to procedural circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.